Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. In addition, the patient's other underlying risk factors likely contributed to this event. It was noted that she was a younger patient with a history of tetralogy of fallot, status post six (6) open heart surgeries. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a 2500p 29mm valve, implanted for 13 years and eight (8) months, underwent a valve-in-valve procedure due to moderate-to-severe pulmonary insufficiency and mild pulmonary stenosis, secondary to calcification. The transcatheter pulmonary valve replacement was successfully performed with an edwards transcatheter valve. The patient was discharged home on pod #1. The patient was a (B)(6) year-old female with a history of tetralogy of fallot, status post 6 open heart surgeries, the last being a pulmonary valve replacement in (B)(6) 2004. She also has a history of a ventricular fibrillation arrest and is status post ICD placement in 2000.

Manufacturer narrative:
Reference CAPA-20-00141.